Manufacturer narrative:
Correction: the correct date of the report and date received by manufacturer date is (B)(4) 2012; not (B)(4) 2012 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an unspecified device problem. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.